Manufacturer narrative:
The delivery system returned with dislodged stent and snare. Crimp impressions were visible on the exposed balloon surface. The first two segments of the stent were intact, and the remaining segments were stretched, bunched and deformed. There was slight kinking of the distal shaft 16.5cm distal to the guidewire entry port. The procedural images confirm the calcified nature of the vessel. There are no images capturing the attempted delivery and dislodgement of the stent. The images show what appears to be a mother/child catheter delivered via the femoral artery with a stretched stent captured inside. This is possibly the retrieval technique used by the physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent to treat the a lesion in the om1 of the lcx which exhibited severe calcification. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated with two sprinter legend balloons to a maximum of 20 atms. 50% stenosis remained after pre-dilation. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. During the procedure, resistance was encountered, excessive force was not applied, however the stent dislodged when advancing the stent to the lesion. The physician could not confirm why it dislodged. The dislodged stent was removed by a snare. The operation was extended for about 3 hours. No patient injury reported as a result of the event. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.